Event description:
Highly allergic reaction (hypersensitivity). Case description: initial information was received on 27-nov-2007 from consumer via distributor. The consumer is a (B) (6) female patient, with a medical history of allergies to: ragweed; fungus; mold; trees; wheat; eggs; cheese; milk; and corn. On (B) (6) 2007, the patient received hylaform plus around the "laugh lines." On the same day, the patient experienced a highly allergic reaction. In addition, the patient also experienced itching and tiny red raised bumpy hives all up legs, torso, and stomach. On (B) (6) 2007, the patient was diagnosed with an allergic reaction by an hcp. On an unknown date, the patient received a prescription for oral steroids and anti-itch medications. The patient has also been using unspecified topical creams and lotions. At the time of this report, the outcome of the patient was unknown. No further information was provided. Additional information was received on 17-dec-2007 from hcp. Hcp provided lot # x05132 and expiration date of sep-2007 for the hylaform plus treatment. No further information provided.